Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
The meter involved with this complaint has been returned on (B)(6) 2012 and evaluated by product analysis (pa) on (B)(6) 2012 with the following findings: the meter passed testing; the was found to work properly with no faults found. The primary complaint was not confirmed. The retain test strips also passed testing. Lifescan (lfs) has requested the return of the test strips for evaluation. If the test strips are returned lfs will evaluate them and inform FDA of those findings in a supplemental report. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging her onetouch ultra meter was displaying inaccurate results. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported between (B)(6) 2012 and (B)(6) 2012 she obtained readings of "29, 25, 209 and 188mg/dl" taken on the same meter within 20 minutes of each other. Based on statistical methodology, the calculated difference between these two results exceeds the expected value of <=20%. The patient reported using novolog self adjusting insulin to manage her diabetes. The patient reported on (B)(6) 2012 she did not make any changes to her usual diet, activity level or medications. The patient reported feeling "nausea, shaky and cold sweats" for the past 2 weeks; there was no specific date or time between the issue start and symptoms occurring. The patient reported using glucose tablets on (B)(6) 2012 in response to the alleged symptoms. At the time of troubleshooting, the cca confirmed the subject meter was in the correct unit of measurement at the time of testing. The cca noted that the patient's testing steps were correct and her test strips were in good condition. However when a control solution test was run, the control solution was within range. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported because the patient alleged obtaining inaccurate readings, took her usual dose of medication based on those readings, reportedly developed symptoms suggestive of hypoglycemia, and required self treatment.